Event description:
It was reported that end user uses the tpo100b concentrator at night 10 pm-6 am at continuous 1.5 setting and does plug in to outlet as power source. Alarm went off compressor retry. End user shut off, and read in manual next day to restart. End user states that this did not work. After 4 minutes the alarm went off and unit made a rumble. End user turned off machine.